Manufacturer narrative:
The mfg records review verified that the lot met all pre-release specifications.

Event description:
On (B)(6), 2012, the pt underwent treatment for an abdominal aortic aneurysm with gore excluder aaa endoprostheses. No complications were noted at that time. The pt later presented with a ruptured aneurysm, and the physician diagnosed a distal type I endoleak, secondary to an infection on another MFR's device. On (B)(6) 2012, the pt underwent a procedure to address the endoleak with an iliac extender.